Manufacturer narrative:
The investigation has been completed and the cartridge alarm 19 was confirmed. However, the cause of the low bg issue is unknown. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, the customer delivered a bolus before a meal, but did not consume enough carbohydrates to counteract the bolus. The customer was consuming juice to treat bg levels. In addition, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's bg level due to the reported issue. It was indicated that the customer had manual injections available as alternate insulin therapy.